Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance with their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) underwent abdominal surgery on (B)(6) 2019 to make repairs to a previous surgical procedure ((B)(6) 2018). The procedure on (B)(6) 2019 was done to repair a peritoneal membrane leak and place the patient¿s catheter prior to the initiation of pd therapy ((B)(6) 2019). The patient¿s procedure on (B)(6) 2019 was an open right inguinal hernia repair with mesh. The patient tolerated the procedure well without complications and resumed pd therapy treatment on (B)(6) 2019 with low volume fills in order to not add stress to the abdominal wall. Additional patient information was requested but was not available.